Manufacturer narrative:
Patient gender is male. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Rettig, a., wurth, t., and mieling, p. (2006) "nonunion of olecranon stress fractures in adolescent baseball pitchers a case series of 5 athletes". The american journal of sports medicine, 34, 653-656. This report is for an unknown 7.0 cannulated cancellous compression screw/unknown quantity/unknown lot. (B)(4) the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: rettig, a., wurth, t., and mieling, p. (2006). "Nonunion of olecranon stress fractures in adolescent baseball pitchers a case series of 5 athletes". The american journal of sports medicine, 34, 653-656. This articles is a case series of five adolescent baseball pitchers with a mean age of 15 years (range of ages 13-17 years old) who suffered chronic elbow pain and who were diagnosed with olecranon epiphyseal stress fracture nonunions and were treated with open reduction and internal fixation with a 7.0 cancellous screw and washer with or without a 18-gauge tension banding. Complications experienced include: patient 4, a (B)(6) patient who experienced delayed union. Complete healing did not show until radiographs at 33 weeks postoperatively. Patient underwent hardware removal due to irritation. This is report 2 of 2 for (B)(4). This report is for an unknown 7.0 cannulated cancellous compression screw.